Manufacturer narrative:
(B)(4). Batch # n54l83. Device evaluiation: the analysis found that one ntlc75 device was returned with the right bearing missing, the shroud was noted damage on the same side of the missing bearing the damage noted was as scratch. No cartridge reload loaded on the device. No damage to the saddle pin was noted. No functional test was performed due to the condition of the device. The damage on the shroud and the right bearing missing is consistent with an improper use of the device. Please refer the IFU for proper handle of the device. It should be noted that all devices are inspected 100% for bearing presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a whipple procedure, after one firing there was a screw loosen and fell of during surgery from one of the jaws. They found it directly in the patient, but no harm to the patient. There were no patient consequences reported.